Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant rupture diagnosed via ultrasound and MRI." The device remains implanted.

Event description:
Patient reported right "implant rupture diagnosed via ultrasound and MRI." Healthcare professional later reported "slightly wavy contours", "excessive accumulation of fluid along the periphery of the right implant", "deformation", "breast discomfort" and "diffuse fibroadenomatosis with a predominance of the glandular component" via MRI. Device was explanted and replaced.

Manufacturer narrative:
Device is not PMA approved.